Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of 192mg/dl. It was stated that the infusion set was changed three days prior to the admission. No further information was provided.